Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on (B)(6) 2017, and determined that instrument test well image in question appeared visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.